Event description:
It was reported that the pta balloon was difficult to inflate in the cephalic arch. Upon retraction, the balloon partially detached from the catheter. Another pta balloon was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.